Event description:
During biomedical testing: the customer reported that the machine had no audible sound. The biomedical technician created alarm conditions and the monitor displayed visual alarms but no audible sound. The unit was not on a pt at the time of the event. During bench testing, the biomed created a fault condition to verify the alarm function. During this test, it was detected that the unit had no audible sound. The unit was returned for eval. Where upon receipt, the unit was reviewed by quality assurance, service, and engineering. The sr. Quality assurance tech performed the initial eval and confirmed the biomed's finding. The unit was then sent to service for performance and electrical testing where the speaker assembly was removed and replaced because it was non-functional. The faulty speaker was sent to engineering for analysis where it was determined that the speaker wire broke creating the open condition. The unit was returned to the customer and placed back in service.